Event description:
The code key, packaged with the strip vial, did not match the code printed on the label. No pt injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.